Event description:
It was reported that during follow-up, a longevity anomaly was observed. A manual longevity calculation was performed to determine the correct longevity. The nurse was advised to follow the in-house calculated longevity. The patient was asymptomatic. There were no adverse effects to the patient.